Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7117773.

Event description:
It was reported that following an implant procedure the patient had a fall. It was also reported that the patient was experiencing inadequate stimulation and the lead had migrated. The patient was reprogrammed multiple times and x-ray was taken that confirmed lead migration. The patient underwent a revision procedure wherein the leads were replaced, and patient was doing well postoperatively. The explanted leads were retained in the hospital and were sent to pathology.